Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be confirmed. A b30 error indicates scope communication error. The customer determined through troubleshooting that a scope and not the suspect device was damaged once removing the scope the b30 error was resolved. The likely cause of the event is a damaged device other then the suspect device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After troubleshooting, performed by the user facility, the user facility determined that the reported problem was caused by a scope and it was reported that the problem was resolved. The suspect scope was returned to olympus for evaluation/repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The reported problem was identified during preparation for use.

Event description:
A user facility reported to olympus that a "b30, scope communication error" was generated and the narrow band imaging was not functioning when connecting a scope to the olympus, model clv-190, evis exera iii xenon light source. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to a report of "b30, scope communication error."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.